Event description:
The tip of the wire was kinked. (Event complications: none from the event- reported 2/26/98.) (Pt's current status: unk- rpt'd 2/26/98.)

Manufacturer narrative:
Eval: a datascope 0.030" guidewire was returned for eval with no blood noted to be on the exterior of the device. Visual examination revealed the wire to be kinked at two locations at the j-tip end. In addition, the iab used with the guidewire was not returned for eval. Probable cause of difficulty: lab examination did verify the reported problem but is not possible to determine exactly how or when this kinking occurred. Although conjectural, it is possible that the wire became kinked during handling or during the insertion attempt.